Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible insulin pump under delivering. Customer¿s current blood glucose level was 154 mg/dl. Customer treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).